Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow up one day post implant. X-ray confirmed the dislodgment of the atrial lead. No other electrical anomalies were discovered. The physician decided to explant and replace the lead just in case there were some tissues in the screw. The patient was in stable condition.